Event description:
As stated in incident description form 2009-(B)(6): male patient was being transferred from hoist to bath. While trying to position the patient, the commode seat flipped off. The patient was then raised and made safe. The bath was taken out of use due to this danger. An arjohuntleigh investigator has examined the device; no damage found on bath, plastic seat commode was worn. The plastic seat was replaced due to not fitting onto the frame. The event was possible to recreate. Otherwise the bath operated as per manufacturer's instructions. (B)(4).

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.